Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 11feb2019. The philip's field service engineer (fse) replaced the sensor printed circuit board and the analog printed circuit board however, the error persisted. The customer reported that the unit would be replaced and declined having the unit repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 10dec2018. (B)(4). No parts were returned to philips for evaluation, therefore, a root cause could not be established. Should further information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reports that the unit displayed a " pressure sensor failure [error code 9004]". No patient/user harm reported.